Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The caller followed technical support instructions, inspecting and cleaning the pneumatic tap area and removing an o-ring, which allowed the cartridge to be reloaded successfully, enabling the caller to resume insulin therapy without issue.